Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over one hour was reported. Product was provided for investigation but does not reflect the full investigation window. Confirmation of the complaint was undetermined via product. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.